Manufacturer narrative:
(B)(4) d10: cat# 31-323230 lot# 67479832, cat# 6250-65-25 lot# j7683125, cat# 110010245 lot# 67606150, cat# 11-300913 lot# 480140, cat# 11-301301 lot# 66723665, cat# 650-0660 lot# 3233280. G2: foreign ¿ event occurred in australia. The device will not be returned for analysis, due to hospital policy; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was revised approximately 1-month post-implantation due to infection. Head and liner were revised. The patient was involved requiring revision surgery. Attempts have been made and information has been provided.